Manufacturer narrative:
The instructions for use for the forearm plating system (which includes midshaft ulna plates) states the following: "the set is to be used only with skeletal dynamics instruments, implants, and accessories." Accessories not provided by skeletal dynamics or indicated for use with this plate were implanted with the device, which may have negatively impacted the fracture site. Without proper healing, the plate failed after 18 months.

Event description:
An implanted midshaft ulna plate broke 18 months after surgery.